Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an end of life (eol) battery status. The previous device check revealed no issues. The charge time was 32 seconds, with a monitoring voltage of 2.67 volts. The physician suspected that the avt latching recall advisory issue was causing the device to deplete prematurely. The device was explanted and replaced with another boston scientific ICD.